Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that low battery alarm was found. Blood glucose was unknown. Battery lasted more than 1 week. Troubleshooting was performed. Customer also reported that ring of the reservoir was unable to lock in place when inserted into insulin pump. The product will be returned for analysis.